Event description:
It was reported while using bd needle ns 25ga 1in blt sq grd w/o shield there was a missing label. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, during the visual incoming inspection per v-qms-0004759, v20.0, qc technician ((B)(6)) found one out of 10 bags sampled for inspection with no labels to identify the product. On (B)(6)2023, all bags were evaluated. Labels were confirmed on bags # 1-12, and 14-40. A label for bag # 13 was missing. I would like to bring to your attention an observation made during the review of batch 2278918 / bd material 3016642. The inspector noted that one bag in the batch was missing the inner label. Upon thorough examination of all the bags, it has been confirmed that only bag #13 was affected by this packaging issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13jul2023. H6: investigation summary it was reported one bag did not have an identification label. To aid in the investigation, one bag with multiple samples was received for evaluation by our quality team. There is no labeling or identification with the product. No other defects or imperfections were observed. This defect could occur if the label was misplaced or fell off the bag. A device history record review was completed for provided material number 301644, lot 2278918. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd needle ns 25ga 1in blt sq grd w/o shield there was a missing label. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023, during the visual incoming inspection per v-qms-0004759, v20.0, qc technician ((B)(6)) found one out of 10 bags sampled for inspection with no labels to identify the product. On 24-may-2023, all bags were evaluated. Labels were confirmed on bags # 1-12, and 14-40. A label for bag # 13 was missing. I would like to bring to your attention an observation made during the review of batch 2278918 / bd material 3016642. The inspector noted that one bag in the batch was missing the inner label. Upon thorough examination of all the bags, it has been confirmed that only bag #13 was affected by this packaging issue.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.